Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device (specific date not reported).